Event description:
It was reported that the pt underwent a battery replacement surgery. Pt had increase in seizures and it was thought that her generator was approaching end-of-service, since implanted for eight years, even though eri status said no. Explanted generator was returned to MFR for product analysis. F/u with the surgeon's nurse revealed that they are not the treating physician, hence they do not know if the increase in seizures was above or below the pre-vns baseline. However, surgeon believes the increase in seizures was due to generator being at end-of-service. The cause on increase in seizures is unk at this time.